Manufacturer narrative:
(B)(4) date sent: 2/22/2022 d4: batch # unk investigation summary: device was received for evaluation. Upon visual analysis of the returned sample, it was determined the cb5lt device was received with the sleeve broken. In addition, the piece from the sleeve was returned inside of a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracic procedure, the sleeve was placed in the patient's left intercostal space, a 5mm scope was placed inside the sleeve and while using the scope, the surgeon heard a cracking sound. Surgeon removed the scope and noticed that the sleeve had broken almost completely in half. Sleeve was removed with no fragments left in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.